Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. The user reported discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. Review of sensor data and communication with the user indicated that calibration instructions in the eversense user guide were not followed. The user was educated on correct calibration procedures and informed that improper calibration practices could negatively affect system accuracy and overall system performance. The user was advised to perform a sensor re-link to allow the system to re-initialize and clear calibration buffers. Post re-link monitoring indicated that the system was working within expectations.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.